Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "enlarged lump node. " patient additionally reported burning, tightness, capsular contracture, baker grade iii, pain in breast as well as exchange from textured to smooth due to concern with the product. Device remains implanted. This relates to the right side.